Event description:
Complainant alleged that during biomed testing, the device displayed a ''compressor check system failure'' error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6;device problem code. Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's reported problem was observed and attributed to a corrupted calibration table. Therefore, the calibration table was reloaded to resolve the problem. The device was recertified and returned to the customer. Reports of this nature are not considered to meet our requirements for submission of a medwatch report due to no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a ''calibration check compressor system failure'' error message. Complainant indicated that there was no patient involvement in the reported malfunction.